Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "there was a 10 minute delay" (surgical procedure, delayed). Product problem(s): "poor reflux during surgery" (reflux within device). The nurse reported poor reflux during surgery. The system and footswitch were switched out to complete the case. There was a 10 minute delay. No patient injury was reported.